Event description:
This is the false positive case reported from testing lab through our customer (wholesaler) on (B)(6) 2021. It was regarding a number of false positives and faint lines with the tests. Colleagues in our customer also shared three pics of false positive. The patients information was unknown. Colleagues in our customer reported on (B)(6) 2022 that he had spoken with their customer from testing lab but he were being very invasive and wasn't giving many details regarding his concern with false positives. He however mentioned that our of 2000 tests, 300 tests have come up with false positives, which are between 15 to approximately 20%. It was also confirmed that only one of three of shared pics which positive result considered as false positive was confirmed as negative by pcr result. Also it was confirmed that users in testing lab followed the instruction for use in the product. It was confirmed that false positives mentioned were all from the lot# covgccm008. On 2021.09.28, our customer (wholesaler) followed up with their customer, testing lab and it was reported that they said things are fine and they hadn't heard any new issues. Importer's comment : the manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.